Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where smart remote manager's adhesive started to come off the door. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) adhesive had started to come out the door. A field service engineer (fse) remounted smart remote manager, all now working properly with new adhesive in place. The system functioned as intended after the field service engineer troubleshot the device.